Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the test belt was latching intermittently to the monitor. The monitor was found to have debris inside the belt connector. The root cause of the debris was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
During investigation of a monitor for an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) was unable to securely latch to a belt.